Event description:
A report was received that the patient was having difficulty charging the ipg as it was tilted. It was noted that the ipg was bulging through the skin in top and deeper in the bottom part. The patient underwent a revision procedure wherein the ipg was flattened and stitched into place. The patient was doing well postoperatively.